Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed a ¿red cross, defibrillation disabled, when he presses charge button + 2 other shock buttons, displays defibrillator discharged, power supply test failure, do operating test¿. There was no reported patient involvement.

Event description:
It was reported to philips that the device displayed a ¿red cross, defibrillation disabled, when he presses charge button + 2 other shock buttons, displays defibrillator discharged, power supply test failure, do operating test¿. There was no patient involvement.